Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2015, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received a celect platinum (pt) inferior vena cava (ivc) filter on (B)(6) 2015. Patient is alleging vena cava perforation, tilt. Patient is limited or can no longer engage in "lifting items and fast pace walking" per computed tomography, "there is a celect type ivc filter with 4 outer longer struts and 7 inner shorter struts. Only one smaller inner strut is seen between the 2 longer outer struts along the left lateral side of the filter. The 8th strut is not visualized. The apex of the filter of both the anterior wall of the ivc. The apex of the filter is approximately 2.2 cm inferior to the right renal vein/ivc junction. The left renal vein is retroaortic and enters the ivc at the level of l3-l4. The apex of the filter lies at approximately the l2-l3 disc level. The inferior aspect of the struts lie at the level of the ivc bifurcation. The apex of the filter is tilted approximately 9 degrees anteriorly on the sagittal views. The filter does not appear tilted on the coronal projection. The posterior/right longus strut perforates the lumen by 1 cm and lies in the retroperitoneal fat between the right psoas muscle and spine. The longest right/anterior strut perforates the ivg by approximately 1 cm. The tip lies within the wall or possibly lumen of a loop of adjacent small bowel. The longest left anterior strut perforates the lumen approximately 9 mm. The tip lies between the right and left common iliac arteries and abuts the wall of both. The longest posterior/left strut perforates approximately 1 cm. The tip abuts the anterior cortex of l4 and there is a focal sclerotic area surrounding the tip. No ivc stenosis is seen. The filter was not in place on the prior CT scan."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava perforation, embedment, tilt, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect-pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.